Event description:
Leads were implanted in the pt's left and right hemispheres. The left brain lead provided excellent symptom control, but the right brain lead provided no therapeutic benefit. Post-operative imaging was done. It was noted that the right brain lead had diverted medially upon exiting the outer cannula. The right brain lead was later explanted and replaced without issue on (B)(6) 2010. The pt was noted as doing fine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.